Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015 to report on behalf of the patient an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention. The receiver data log was reviewed on (B)(4) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.